Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. A stored electrogram showed that the device was post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.